Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information that the orthopedic procedure was performed and completed by moving to another room. It was reported that the hard disk was full. Review of the logfiles confirmed the ¿post "frontal ip-pc image disk 1" done/failed¿ malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and ran disk consistency test and it was failed and recreate image store which also failed. Defective part was returned to failure analysis and found hdd bay failure. Fse replaced the ippc and 3 hard drives. After the replacement of ippc and 3 hard drives, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's hard disk drive was full, preventing imaging.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.